Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.0/3.0/079 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to the surgeon reports the patient fear complications and insisted on the removal of the icl. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).